Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that he had no delivery alarm during basal/bolus/fixed prime . Customer's blood glucose was 111 mg/dl. The customer was unable to troubleshoot due to call dropping. The customer call back and stated that she knows why she got a no delivery, there is hair wrapped around the tubing which cause the occlusion. The customer was advised and educate regards to alarms, battery life, and clearing alarms with esc and act keys to utilized the means including administer a bolus.